Event description:
During the implant of a transcatheter bioprosthetic valve, the lunderguist guidewire caused a left ventricle perforation. Subsequently, cardiopulmonary bypass was initiated and a left ventricle perforation was identified and repaired. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).